Manufacturer narrative:
Device passed displacement, rewind test, and self tests. No unexpected rewind anomaly noted during testing (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that an insulin pump had rewind errors. The customer's blood glucose level was not provided at the time of the incident. It was stated that there were several rewind errors. Troubleshooting was not provided and issue was not resolved. The insulin pump will be returned for analysis.